Event description:
Reportedly, during an alizea follow-up, multiple sensitivity tests in smartcheck revealed a low detection. However statistics showed high and stable detection. Sensitivity threshold has been modified multiple times and each time, sensitivity tests in smatcheck were very low and close to programmed sensitivity.

Event description:
Reportedly, during an alizea follow-up, multiple sensitivity tests in smartcheck revealed a low detection. However statistics showed high and stable detection. Sensitivity threshold has been modified multiple times and each time, sensitivity tests in smatcheck were very low and close to programmed sensitivity.

Manufacturer narrative:
Review of available data confirmed the reported low and incorrect sensing values. The first detection and the last detection of the smartcheck sensing test present with an erroneous low amplitude during the sensing test. This represents (for the bluesky pacemaker platform) a known issue, which is under r&d investigation. The observed event is related to a specific test during follow-up (sensing test), it does not have any therapeutic effect.